Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of the cracked lens is expected or random component failure without any design or manufacturing issue. The cause of the obstruction of flow was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a foreign object in the working channel of their evis eus ultrasound bronchofibervideoscope device. Additionally, it was observed that during the device evaluation, the light guide lens of the device was chipped. There were no reports of patient harm.